Event description:
The son of a (B)(6) male pt contacted zoll customer support to report that the pt was receiving check belt messages. The pt was issued a replacement monitor and electrode belt.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation there was no communication between the belt and a test monitor. The root cause of communication errors was water ingress inside the monitor that caused extensive corrosion damage to auxiliary board and lcd. No adverse event resulted from the defective monitor. The pt received a replacement monitor. Device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. The cause for the check belt messages is due to a severed trunk connector. The root cause of the severed trunk connector cannot be positively identified, but it appears that the trunk connector was chewed apart. No adverse event resulted from the damaged trunk connector. The pt received a replacement electrode belt.